Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture spool specifications found material specifications, lot traceability requirements, that the sutures must be visually inspected for all non-conforming attributes defined in the procedure. Each shipment must have a manufacturers certificate of conformance. Fiber tenacity, linear density, knot break strength, and diameter must be certified. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown surgery, when the ultratape was being used, a needle got detached from the ultratape and the tape was frayed. The needle was removed from the patient but it is unknown how. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.